Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced a slight head trauma incident with a metal surface. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, severe dents observed at the bottom cover. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy analysis revealed a crack on the seam weld. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld, induced by the head trauma reported. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock due to an electrostatic discharge event. External equipment was exchanged, however, the issue did not resolve. The recipient is unable to utilize the device. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.